Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, weak batt, bad batt, low battery, batt out limit and failed batt test alarms during testing. Unit passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly and moisture damage on the insulin pump. Customer's blood glucose level was 84 mg/dl. Troubleshooting for moisture damage was performed. Customer advised the insulin pump was exposed to fluid in the past. Customer replaced the battery on the insulin pump however the display remained blank. Customer advised troubleshooting was unable to resolve the issues and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.